Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative, the patient representative, and the patient that after a recent neurostimulator replacement, the patient began receiving error code 1703 ("out of regulation") when attempting to increase stimulation on the left side above 2.0 ma, while the right side was set at 2.3 ma. Impedance was measured at around 1200 ohms. Technical services advised the representative that this likely indicated an impedance issue and recommended testing impedance in different head positions. When attempting to adjust settings, the patient and their representative encountered both service codes 1703 and 1098 ("out of range, contact your clinician, the stimulator is providing less than the requested therapy"). Decreasing the left side setting temporarily resolved the error but increasing it again reproduced the issue. The right side remained strong, while the left side was weak. No falls or accidents were reported, and the battery status was confirmed as green and okay. The issue was not resolved through troubleshooting, and the patient was redirected to follow up with their healthcare provider, with a scheduled appointment with their nurse on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider reporting that the patient was seen in clinic on (B)(6) 2025, where an open circuit was noted at contact 0. On (B)(6) 2025, a new open circuit >5k was detected at contact 3 not impacting therapy. The plan was monitoring only, with no immediate intervention.